Event description:
The patient has two leads from the same lot number. It was reported the patient is experiencing autoreducing and ineffective coverage. Diagnostics revealed invalid impedances. Additionally, the patient reported experiencing multiple falls recently. In turn, the patient was referred to a neurosurgeon and may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.